Event description:
It was reported that instrument top bactec fx packaged was used and there was a false positive and disassociation of the accession numbers. There was no report of patient impact. The following information was provided by the initial reporter: global after piloting the latest sw 7.00 for 2d barcode reading implementation our customer in belgium experienced strange behavior of the workflow when re-entering bottles after 5hrs delay. Our benelux application specialist has been simulating the same situation in our training center and confirms what the customer says. Here is the feedback: "I started an investigation at the customer site and could reproduce the issue that they report, on their bactec fx instrument with sw 7.00. When re-inserting 3 bactec fx bottles (previously made manual positive) after more than 5 hours, those bottles are incorrectly associated to an existing accession number in the database of the bactec fx instrument. When re-inserting bactec fx bottles (previously made manual positive) , within the 5 hour window, the bottles remain associated to their original accession number." Case opened for application specialist. When re-entering an initial positive flagged bactec bottle, due the fact that they do not see bacteria in the gram stain, the customer found out that some of those bottles are incorrectly associated to another existing accession number in the bactec fx database. Bactec fx instrument sw version 7.00 is connected to epicenter system with software version 7.50.

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n ft0704). Customer indicated about the incorrect association of bactec vials to existing accession numbers in database upon re-entry. A bd field service engineer was dispatched and confirmed that the instrument is part of limited launch test site of unreleased bactec fx software. This is an expected issue. This is an unconfirmed failure of the bd product. Review of device history record for instrument serial number, ft0704 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2010. Service history review was performed for the instrument ft0704 and no additional work orders were observed for the complaint failure mode reported. Bd quality did not receive samples for this investigation. If samples are received at a later date, the complaint may be reopened and investigation will occur. The root cause was due to the unreleased software. CAPA is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that instrument top bactec fx packaged was used and there was a false positive and misassociation of the accession numbers. There was no report of patient impact. The following information was provided by the initial reporter: global after piloting the latest sw 7.00 for 2d barcode reading implementation our customer in belgium experienced strange behavior of the workflow when re-entering bottles after 5hrs delay. Our benelux application specialist has been simulating the same situation in our training center and confirms what the customer says. Here is the feedback: "I started an investigation at the customer site and could reproduce the issue that they report, on their bactec fx instrument with sw 7.00. When re-inserting 3 bactec fx bottles (previously made manual positive) after more than 5 hours, those bottles are incorrectly associated to an existing accession number in the database of the bactec fx instrument. When re-inserting bactec fx bottles (previously made manual positive) , within the 5 hour window, the bottles remain associated to their original accession number." Case opened for application specialist. When re-entering an initial positive flagged bactec bottle, due the fact that they do not see bacteria in the gram stain, the customer found out that some of those bottles are incorrectly associated to another existing accession number in the bactec fx database. Bactec fx instrument sw version 7.00 is connected to epicenter system with software version 7.50.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that instrument top bactec fx packaged was used and there was a false positive and misassociation of the accession numbers. There was no report of patient impact. The following information was provided by the initial reporter: global after piloting the latest sw 7.00 for 2d barcode reading implementation our customer in belgium experienced strange behavior of the workflow when re-entering bottles after 5hrs delay. Our benelux application specialist has been simulating the same situation in our training center and confirms what the customer says. Here is the feedback: "I started an investigation at the customer site and could reproduce the issue that they report, on their bactec fx instrument with sw 7.00. When re-inserting 3 bactec fx bottles (previously made manual positive) after more than 5 hours, those bottles are incorrectly associated to an existing accession number in the database of the bactec fx instrument. When re-inserting bactec fx bottles (previously made manual positive) , within the 5 hour window, the bottles remain associated to their original accession number." Case opened for application specialist. When re-entering an initial positive flagged bactec bottle, due the fact that they do not see bacteria in the gram stain, the customer found out that some of those bottles are incorrectly associated to another existing accession number in the bactec fx database. Bactec fx instrument sw version 7.00 is connected to epicenter system with software version 7.50.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that instrument top bactec fx packaged was used and there was a false positive. The following information was provided by the initial reporter: global after piloting the latest sw 7.00 for 2d barcode reading implementation our customer in belgium experienced strange behavior of the workflow when re-entering bottles after 5hrs delay. Our benelux application specialist has been simulating the same situation in our training center and confirms what the customer says. Here is the feedback: "I started an investigation at the customer site and could reproduce the issue that they report, on their bactec fx instrument with sw 7.00. When re-inserting 3 bactec fx bottles (previously made manual positive) after more than 5 hours, those bottles are incorrectly associated to an existing accession number in the database of the bactec fx instrument. When re-inserting bactec fx bottles (previously made manual positive) , within the 5 hour window, the bottles remain associated to their original accession number." Case opened for application specialist. When re-entering an initial positive flagged bactec bottle, due the fact that they do not see bacteria in the gram stain, the customer found out that some of those bottles are incorrectly associated to another existing accession number in the bactec fx database. Bactec fx instrument sw version 7.00 is connected to epicenter system with software version 7.50.